Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental.

Event description:
The pt underwent the surgery with g3 nail, about 2 years ago. In 2009, the pt felt pain in her leg, however, the surgeon did not confirm breakage of g3 nail. Three months later, the surgeon found that the nail and pt's bone were broken. The following day, pt was revised with another g3 long nail.